Event description:
It was reported that the ventilator was not alarming disc/sense when the circuit was disconnected at the patient wye. The ventilator displayed and alarmed lo press intermittently. The pt was removed from the ventilator and placed on a different unit. No reported harm to the patient.